Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. The display was found to be out of electrical specification. The hanger did not lock properly. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for repair. No patient complications have been reported as a result of this event.